Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis with magnification identified a circumferential fracture in the glass fiber tip distal to the bevel edge, the potential for forward firing exist. Severe burning marks and detritus adhesion were observed on the metal tip around the output window, indicative of prolong tissue contact. The fiber was functionally tested with helium-neon (hene) laser fixture and the aim beam was present both in the output window and the distal tip of the device. Based on the observed circumferential fracture the reported event is confirmed. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that there was a fiber malfunction after 6 minutes of use. A courtesy message was displayed on the console when the problem was encountered. There was no observed damage on the fiber or the packaging. There were no difficulties during use that could have contributed to the reported issue. The irrigation system was opened and the fiber tip was not cleaned during the procedure. A second fiber was utilized to successfully complete the procedure without clinical consequences to the patient. The fiber was returned and analysis identified a circumferential fracture in the glass fiber tip distal to the bevel edge, the potential for forward firing exist.